Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were questions if there were any stored episodes. It was confirmed there were no stored episodes. It was indicated the impedance measurements had varied between 450 ohms and 1,000 ohms. No adverse patient effects were reported.